Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc prophylactically prior to abdominal surgery. Approximately five years post filter deployment, CT scans demonstrated an incidental finding of several filter limbs extending beyond the lumen of the ivc wall: two within the wall of the abdominal aorta; one within the anterior portion of the l4 vertebral body. There was no evidence of aortic pseudoaneurysm and no changes in the position of the filter over the last two years. The physician felt that no intervention was necessary at that time and was doubtful that the patient¿s symptoms of increasing back and chest pain were related to the filter. Approximately eight years post filter deployment, a CT scan demonstrated perforation of filter limbs through the ivc wall unchanged in appearance from previous exams. No fluid collections or any other abnormality regional to the ivc was identified. The patient had no abdominal pain or symptoms related to the filter and the physician did not recommend removal of the filter at that time. Approximately nine years three months post filter deployment, a CT scan demonstrated perforation of filter limbs through the ivc wall unchanged in appearance that did not appear to create any risk of injury. No focal abnormality was identified regional to the filter. The physician felt that filter limb perforation of the ivc wall was a common appearance, of doubtful clinical significance and no intervention was necessary at that time. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided for review. A vena cava filter was successfully deployed. Five years and four months post filter deployment, a CT scan identified several filter limbs extending beyond the lumen of the ivc wall. Subsequent CT scans continued to identified the perforation of filter limbs through the ivc wall, which showed no change from initial identification of perforation. Based on the medical records, filter limb perforation of the ivc wall can be confirmed. The investigation however is inconclusive for filter migration based on the provided medical records. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment, the filter was discovered to have migrated and perforated the aorta. The filter remains implanted; there was no report if a filter retrieval attempt was made. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately five years post prophylactic vena cava filter deployment, CT scans demonstrated perforation of filter limbs through the ivc wall: two within the wall of the abdominal aorta; one within the anterior portion of the l4 vertebral body. There was no evidence of aortic pseudoaneurysm and no changes in the position of the filter from previous exams. Subsequent CT scans demonstrated perforation of filter limbs through the ivc wall unchanged in appearance from previous exams. No intervention was necessary as there was no risk of injury. No additional information was provided in the medical records received.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately six years post vena cava filter deployment, the filter was discovered to have migrated and perforated the aorta. The filter remains implanted; there was no report if a filter retrieval attempt was made. The patient status at this time is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The reporter¿s address was documented, but not reported. A follow up was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide new patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.